Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that plate was put on patient and screws placed in. While locking screw was being tightened the screw went through the plate into the bone. The surgeon tried to remove the screw, but would not back out of plate at first. Surgeon managed to take out all the screws and used another plate and screws.

Manufacturer narrative:
Evalutauon summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
It was reported that plate was put on patient and screws placed in. While locking screw was being tightened the screw went through the plate into the bone. The surgeon tried to remove the screw, but would not back out of plate at first. Surgeon managed to take out all the screws and used another plate and screws.